Event description:
On 10 oct 2007, the office mgr reported that someone in the office was not able to unlock the screw from the driver when trying out the driver. On 19 oct 2007, the office mgr responded to an inquiry and reported that attempts made to remove the screw were unsuccessful. The event was not associated with patient contact.

Manufacturer narrative:
Evaluation is pending. Product not used.